Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the burn/heat damage, which was found during evaluation. The burn damage was observed on the input/output printed circuit board (I/o pcb) (component rv40) and rear case. In addition, device investigation found evidence of fluid intrusion on nearby components on the I/o pcb and other components of the device. The I/o pcb requires replacement; however, due to the damage to the lcd, the device will not be repaired at this time. The device has been contained and the customer was offered a replacement. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.